Event description:
It was reported to philips healthcare that the heartstart xl displayed and error 1000 (defib failure - biphasic processor), which is associated with a cycle power message. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.